Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set crimped cannula on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.